Event description:
It was reported via repair work order that the lift was stuck in an elevated position and would not lower as it had lost its low height limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.